Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / pelvic region'), menorrhagia ('abnormal bleeding (menorrhagia)') and cervix haemorrhage uterine ('reproductive system disorder or condition type of disorder or condition : holding blood in cervix/ blood disorder- the essure implant exaggerated the condition causing blood to collect in my cervix') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder sludge in (B)(6) 2017, post-traumatic stress disorder in 2001, vaginal laceration, per vaginal bleeding, bleeding, anxiety, depression, blood disorder and fibromyalgia. Previously administered products included for an unreported indication: yaz in 2011 and depo-provera in 2002. Concomitant products included clonazepam since 2001, duloxetine hydrochloride (duloxetin +pharma) since 2013, ethinylestradiol;norethisterone acetate (loestrin) from 2007 to 2011, sertraline hydrochloride (zoloft) since (B)(6) 2012 to 2013 and warfarin sodium (coumadin) from 2012 to 2016. In 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back") and abdominal pain ("abdominal area"). In 2013, the patient experienced cervix haemorrhage uterine (seriousness criterion medically significant) with pain. On (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2017, the patient was found to have blood urine present ("bladder or urinary problems or changes: blood in urine") and experienced cystitis ("bladder or urinary problems or changes: bladder infection"). In (B)(6) 2017, the patient experienced dental caries ("dental problems decaying at the gums"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy - laparoscopically performed and in (B)(6) 2011 underwent ablation) and had teeth pulled. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, blood urine present, back pain, abdominal pain and cervix haemorrhage uterine had resolved and the menorrhagia, vaginal haemorrhage, female sexual dysfunction, dental caries, dyspareunia, fatigue, cystitis and nausea outcome was unknown. The reporter considered abdominal pain, back pain, blood urine present, cervix haemorrhage uterine, cystitis, dental caries, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: previously reported insertion date? (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2012: total bilateral occlusion. Concerning injuries reported in this case the following one was described in patient medical records: dyspareunia and abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs received- previously reported event "injury to herself " updated to "abnormal bleeding (vaginal)", events: ¿menorrhagia, apareunia, bladder infection, blood in urine, holding blood in cervix, nausea, dental problems decaying at the gums, dyspareunia, pain/pelvic pain, fatigue, abdominal pain, lower back pain¿, events: "holding blood in cervix, pain/pelvic pain, fatigue, abdominal pain, lower back pain" outcome updated to "recovered/resolved", medical history, concomitant drug, reporter information, lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.